Event description:
Sales rep reported that during a peripheral intervention, passing a stent (6x100mm lifestent bard) through the guide, caught resistance and the physician pulled it out. Another attempt was made and it caught resistance. A third attempt was made and caught resistance but a piece of the inner sheath came out. Per the sales rep, it looked like a continuous piece of plastic. A new guide of the same kind was used and the same stent crossed just fine. No harm to the patient.

Manufacturer narrative:
The product has been received for evaluation. However, the engineering analysis is not yet complete. A review of the manufacturing documentation associated with this lot was performed and revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During a peripheral intervention, resistance was encountered when passing a stent (6x100 mm lifestent/bard) through the 7f vista brite tip introducer guide and it was pulled out. With another attempt to insert it, it caught resistance again. A third attempt was made and there was resistance and a piece of the inner sheath came out. It was reported as looking like a continuous piece of plastic. A new guide of the same kind was used and the same stent crossed just fine. There was no harm to the patient. One non sterile unit of intro guiding catheter 7f vista brite tip and a non sterile vessel dilator were received coiled in a plastic bag. The vessel dilator was received inserted into an introducer catheter. No anomalies were found on the vessel dilator or on gc body shaft. Two elongated ptfe segments of 54.5 cm and 55.0 cm of length respectively were received in a separate small plastic bag. Blood residues were found on the csi device and on coating "ptfe" segments. Functional analysis was performed per procedure. A lab sample gw .038" was introduced in to the catheter and no resistance was felt throughout the catheter's body/shaft. The catheter was sectioned longitudinally in order to inspect the inner lumen for damages and/or missing coating (ptfe). The unit was inspected under microscope and it was found that a segment of the ptfe coating was missing throughout the catheter inner lumen length. Fusion marks were found on the loose ptfe, it suggest that the ptfe was well adhered to the catheter wall. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported by the customer resistance friction could not be confirmed with functional analysis; however it is likely related to the confirmed delaminated coating. The cause of the reported failure could not be conclusively determined with the analysis. A risk assessment has been initiated to evaluate this issue. An internal investigation has been opened to address this type of failures on guiding catheter family.